Event description:
Hill-rom received a report from a hill-rom tech stating the bed scale was not weighing accurately. The bed was located in the repair shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the foot left load beam was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the foot left load beam to resolve the issue. Based on this info, no further action is required.